Event description:
Surgeon placed contour around colon that needed to be stapled, and closed the pin. When surgeon tried to pull the trigger, the handle snapped. Just wanted to make manufacturer aware of this issue. This was not ideal timing, as it took the surgeons quite awhile to position the stapler around the colon.